Event description:
The stimulation device system was returned to the manufacturer with no information or reason for explant. Additional information received indicated the patient experienced a loss of analgesia. The event was attributed to the lead. The event was indicated an "electronics malfunction." The entire device system was explanted. The patient now has an infusion pump to treat their pain. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.